Event description:
Per report received from switzerland- edwards received notification of a pascal precision in mitral position where during procedure air was introduced into the patient. The guide sheath (gs) was inspected, prepared and flushed according to IFU. The patient presented with a small and elastic fossa ovalis which was difficult to puncture with the septal needle. The transeptal puncture (tsp) was eventually made and secured with a super stiff guide wire. Gs was advanced with the introducer over the guide wire until the septum, but it was not possible to cross. Therefore, decision was made to remove the gs and try a new tsp location. The gs was inspected, tested and flushed for use again. A second attempt to cross the septum was performed with the gs and introducer, but the same problem occurred, and it was not possible to cross. During the attempt, access to left atrium with the wire was lost. Therefore, the gs was removed again and inspected, tested and flushed for re-use. A third attempt to cross the septum was performed which was successful. However, when pulling out the introducer air bubbles were observed in the left atrium. Decision was made to continue and the implant was introduced. When advancing the implant through the sealing valves of the gs, a big quantity of air bubbles was observed in the left atrium and in the left ventricle. Patient suffered st elevations and required catecholamines. The decision was made to replace the gs. The implant system and gs were removed. A new gs was prepared, introduced and advanced until the left atrium without any issue. The implant was inserted and advanced without any further air bubbles visualized and the procedure continued as normal. As per the medical opinion of the physician, the amount of air observed was more than usual for a teer procedure.

Manufacturer narrative:
The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6 and h11 the complaint for device not completely de-aired during flushing and preparation was confirmed with other empirical evidence via air visualized during procedure by edwards clinical specialist. The complaint was confirmed; however no manufacturing non-conformities could be identified. Potential root causes may include reuse of the gs, variations in execution of de-airing steps, or air introduced from a non-pascal source. However, a definite root cause is unable to be determined. Furthermore, the device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related were identified.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, d9, g3, g6, h2, h3, h6 and h11 the complaint for device not completely de-aired during flushing and preparation was confirmed with other empirical evidence via air visualized during procedure by edwards clinical specialist. A DHR review of the lot in question revealed no non-nonconformances related to the event. No manufacturing non-conformities were found on the returned samples at this time. Visual inspection of the units revealed no defects. The units passed leak testing and simulated use testing. As noted in the event description, the gs was removed, re-prepped, and reinserted into the patient multiple times while attempting to cross the septum. This repeated reuse may have caused an increased risk in air introduction via additional air from re-prepping, repeated re-entry of the device into the patient, etc. However, simulated use testing was unable to replicate the event and thus is unable to be confirmed. Potential root causes for the presence of air may include: - increased risk of air introduction from reuse of device - omission of a flushing/de-airing step - improper stopcock/syringe technique - air from an alternative non-pascal device, fluid line, or procedural step however, a true root case is unable to be determined.